Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the smoke was emitted from the power supply. The cse replaced the power supply and successfully ran qc. The cause of smoke being emitted from the instrument was due to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument observed smoke being emitted from the instrument. The laboratory fire alarm system was not activated due to the smoke. The instrument was powered down by the customer. There were no reports of adverse health consequences due to the smoke emitted from the instrument.